Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella rp device for mechanical circulatory support. While on support, the patient had significant bleeding from ECMO sites. Systemic heparin was off, and purge solution was switched to sodium bicarbonate. Patient was transfused 1 unit packed red blood cells (prbc), 4 fresh frozen plasma (ffp), 2 cryoprecipitate antihemophilic factor, (cryo) and multiple platelets. Additional information noted that patient expired the next day. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿